Event description:
It was reported that the device was used during a laparoscopic colon resection. The device was not articulating properly. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the reload was received fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the three articulated positions; when fired to the right and center the staple formation was conforming, however when fire in the left position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.